Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 592 mg/dl and insulin injections were administered. Pump infusion set site was changed. Customer alleged the pump was not delivering insulin. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Bg was lowering at the time of the report. Recommendation was made for the customer to discuss event with a healthcare provider.